Event description:
It was reported that after an inflation with the pta balloon, the balloon catheter became stuck in the introducer sheath during the retraction and the balloon partially detached from the catheter. The entire balloon and the introducer sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.